Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9056987, medical device expiration date: 2020-08-31, device manufacture date: 2019-02-25. Medical device lot #: 9031914, medical device expiration date: 2020-07-31, device manufacture date: 2019-01-31." (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 batches where tubes were underfilling with a bd vacutainer® lh pst¿ ii plus blood collection tubes. This occurred on 5 separate occasions with both batches, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: multiple tubes do not fill or only a little bit. It is not known exactly how often this occurs, customer thinks that possibly less than 5%, but will now store all bad tubes for research and to get a clearer picture of the number of tubes where this occurs.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customers indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 2 batches where tubes were underfilling with a bd vacutainer® lh pst¿ ii plus blood collection tubes. This occurred on 5 separate occasions with both batches, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from dutch to english: multiple tubes do not fill or only a little bit. It is not known exactly how often this occurs, customer thinks that possibly less than 5%, but will now store all bad tubes for research and to get a clearer picture of the number of tubes where this occurs.